Event description:
Catheter fractured where it enters the y when pt woke after surgery and was moving around a bit. Catheter is kept in a store room at normal room temperature. It had been inserted same day. Pt had gone to surgery, so had not been in the pt 24 hrs before it broke off the y connector. No pt injury; remainder of catheter removed when fracture discovered.